Manufacturer narrative:
(B)(4). Shrouds, firing shuttle. The analysis results found that an ec60 device was received in good visual condition and with no reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components; the firing shuttle and the right and the shroud retention boss's were noted to be damaged. This is consistent with excessive load applied to the firing trigger in conjunction with the knife not being able to advance; the shaft is retained in the shrouds by the two bosses. The knife can de restrained from advancing by excessive tissue thickness and firing across a clip or other hard object. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, although the first firing was completed without any problem, it had a difficulty in grasping the firing trigger at the second stroke of the second firing and the device could not be fired completely. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences for the patient.